Manufacturer narrative:
Follow-up #1: date of submission: 01/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/04/2016 with the following findings: a review of the pump history indicated that the pump was manually suspended on (B)(6) 2015 at 08:33, and that while the pump was suspended a manual date change was made from (B)(6) 2015 11:19 to (B)(6) 2014 11:19 and deliveries never resumed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with errors, alarms, or warnings occurring. Boluses were successfully performed and accurately recorded in the pump histories. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found on investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. No additional information was provided. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.